Event description:
Information was received indicating that a cadd legacy 1, mdl 6400, pump was exhibiting error 1310, real time clock error.

Manufacturer narrative:
One cadd legacy 1 pump was returned for the evaluation of the reported issue. The device was received with no physical damages. A DHR, device history review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. The event log showed no evidence of the reported issue. To further investigate, a functional test was performed. Customer problem was duplicated. The pump was found to be displaying "1310_day_change_not_near_24_hours" error code message on power up when batteries were inserted during the investigation. Found real time clock lithium battery date have not reached the level at which clock battery service due is required. Recommend 1310 error code to be cleared.